Event description:
On (B)(6) 2010, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra meter was giving inaccurately high readings. On (B)(6) 2010 the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2010, the patient obtained the blood glucose reading of 87 mg/dl on the reported meter. The tsr confirmed with the patient that this was an expected reading, not allegedly inaccurately high as originally reported. At that time the patient was experiencing no symptoms of high or low blood glucose levels. As this was the patient's usual time of day to test his blood glucose level and take insulin, the patient took his usual dose of 20 units of a long-acting insulin, specific type not provided. Thirty minutes later, the patient lost consciousness. The patient's brother contacted emergency services. While unconscious, the patient's blood glucose level was not tested with the reported meter, nor did he receive any treatment. Paramedics arrived thirty minutes later, and the patient was transported to the emergency room. The patient was unable to state if his blood glucose level was tested, what the reading was, or what treatment he received. The patient noted he was unable to explain the hypoglycemic event, and thought he may have taken the incorrect insulin. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining a normal and expected blood glucose reading on the reported meter, and received emergency medical attention. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.